Event description:
It was reported the l3 lead had high impedances after a fall. X-rays confirmed there was a small fracture. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-03851. Additional information indicates during surgery the l2 lead may have also been explanted and replaced for an unknown reason. A lead was also added at s1.